Manufacturer narrative:
(B)(4). The customer reported that there was a speaker malfunction. No pt harm was reported. To resolve the problem, the mainboard (speaker assembly) of the monitor was replaced. Device labeling (IFU) adequately warns to not rely solely on audible alarming and specified that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that there was a speaker malfunction. No pt harm was reported.